Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, pregnancy, colon cancer, proctocolectomy, breast reduction, hernia repair, urinary frequency, multigravida, parity 2 ((B)(6) 1994, (B)(6) 2008), obesity, rheumatoid arthritis, herniated disc, low back pain, blood pressure high, vaginal pain and uti. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2013. Concurrent conditions included urinary frequency and prolapse. Concomitant products included amlodipine since 2012, doxycycline, gabapentin (gabapentine) since 2011, ibuprofen, levonorgestrel (mirena), lorazepam (ativan), losartan since 2010, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2015, metronidazole (flagyl 250) and oxycodone since 2010. In 2013, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure. On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2015, the patient experienced uterine prolapse ("other injury(ies) or complications please describe: prolapsed uterus dx w/in 20 months"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnorm gen bleed"), abdominal pain lower ("lower abdominal pain\ right lower quadrant pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal infection ("vaginal infection"), genito-pelvic pain/penetration disorder ("vaginal cramping"), adenomyosis ("adenomyosis,"), fatigue ("fatigue"), headache ("headache") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved, the hot flush, cystitis, vaginal infection, nausea, dyspareunia, vaginal discharge, uterine prolapse, adenomyosis, fatigue, headache and abdominal pain outcome was unknown and the dysmenorrhoea and genito-pelvic pain/penetration disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hot flush, nausea, pelvic pain, uterine prolapse, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for adenomyosis, abnorm gen bleed , fatigue, headache current weight 207 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: to the best of my recollection, total bilateral occlusion. Lot number: 927081, manufacturing date: 2011-12, expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 39-year-old female patient who had essure (batch no. 927081), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ectopic pregnancy, pregnancy, colon cancer, proctocolectomy, breast reduction, hernia repair, urinary frequency, multigravida, parity 2 ((B)(6) 1994, (B)(6) 2008), obesity, rheumatoid arthritis, herniated disc, low back pain, blood pressure high, vaginal pain and uti. Previously administered products included, for an unreported indication: mirena from 2008 to (B)(6) 2013. Concurrent conditions included: urinary frequency and prolapse. Concomitant products included: amlodipine since 2012, doxycycline, gabapentin (gabapentine) since 2011, ibuprofen, levonorgestrel (mirena), lorazepam (ativan), losartan since 2010, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2015, metronidazole (flagyl 250) and oxycodone since 2010. In 2013, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure. On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal), type: bladder"). On (B)(6) 2015, the patient experienced uterine prolapse ("other injury(ies) or complications please describe: prolapsed uterus dx w/in (B)(6) months"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnorm gen bleed"), abdominal pain lower ("lower abdominal pain/right lower quadrant pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal infection ("vaginal infection"), genito-pelvic pain/penetration disorder ("vaginal cramping"), adenomyosis ("adenomyosis"), fatigue ("fatigue"), headache ("headache") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved. The hot flush, cystitis, vaginal infection, nausea, dyspareunia, vaginal discharge, uterine prolapse, adenomyosis, fatigue, headache and abdominal pain outcome was unknown. And the dysmenorrhoea and genito-pelvic pain/penetration disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hot flush, nausea, pelvic pain, uterine prolapse, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for adenomyosis, abnorm gen bleed. Fatigue, headache. Current weight 207 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 36.8 kg/sqm. Hysterosalpingogram:on (B)(6) 2013, to the best of my recollection, total bilateral occlusion. Lot number#: 927081, manufacturing date: 2011-12, expiration date: 2014-12. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: events added from pfs: abdominal cramping. Concomitant drug, historical drug, medical history, reporter information were added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnorm gen bleed') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and pregnancy. Concurrent conditions included urinary frequency and prolapse. Concomitant products included doxycycline, ibuprofen, levonorgestrel (mirena), lorazepam (ativan) and metronidazole (flagyl 250). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), hot flush ("hormonal changes describe: hot flashes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("vaginal infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), uterine prolapse ("other injury(ies) or complications please describe: prolapsed uterus dx w/in 20 months"), genito-pelvic pain/penetration disorder ("vaginal cramping"), adenomyosis ("adenomyosis,"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved, the hot flush, cystitis, vaginal infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, uterine prolapse, adenomyosis, fatigue and headache outcome was unknown and the genito-pelvic pain/penetration disorder was resolving. The reporter considered abdominal pain lower, adenomyosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hot flush, nausea, pelvic pain, uterine prolapse, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for adenomyosis, abnorm gen bleed , fatigue, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: to the best of my recollection. Lot number: 927081 manufacturing date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events adenomyosis, abnorm gen bleed, fatigue, headache were added. Event outcome updated for events pelvic pain, abdominal pain lower. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and pregnancy. Concurrent conditions included urinary frequency and prolapse. Concomitant products included doxycycline, ibuprofen, levonorgestrel (mirena), lorazepam (ativan) and metronidazole (flagyl 250). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), hot flush ("hormonal changes describe: hot flashes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("vaginal infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), uterine prolapse ("other injury(ies) or complications please describe: prolapsed uterus dx w/in 20 months") and genito-pelvic pain/penetration disorder ("vaginal cramping"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and genito-pelvic pain/penetration disorder was resolving and the hot flush, cystitis, vaginal infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and uterine prolapse outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, genito-pelvic pain/penetration disorder, hot flush, nausea, pelvic pain, uterine prolapse, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: to the best of my recollection. Lot number: 927081 manufacturing date: 2011-12 expiration date: 2014-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, pregnancy, colon cancer, proctocolectomy, breast reduction, hernia repair and urinary frequency. Concurrent conditions included urinary frequency and prolapse. Concomitant products included doxycycline, ibuprofen, levonorgestrel (mirena), lorazepam (ativan) and metronidazole (flagyl 250). In 2013, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure. On (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2015, the patient experienced uterine prolapse ("other injury(ies) or complications please describe: prolapsed uterus dx w/in 20 months"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnorm gen bleed"), abdominal pain lower ("lower abdominal pain\ right lower quadrant pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal infection ("vaginal infection"), genito-pelvic pain/penetration disorder ("vaginal cramping"), adenomyosis ("adenomyosis,"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved, the hot flush, cystitis, vaginal infection, nausea, dyspareunia, vaginal discharge, uterine prolapse, adenomyosis, fatigue and headache outcome was unknown and the dysmenorrhoea and genito-pelvic pain/penetration disorder was resolving. The reporter considered abdominal pain lower, adenomyosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hot flush, nausea, pelvic pain, uterine prolapse, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for adenomyosis, abnorm gen bleed , fatigue, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: to the best of my recollection, total bilateral occlusion. Lot number: 927081 manufacturing date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs and mr received: event outcome of dysmenorrhea was updated from unknown to recovering/resolving. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and pregnancy. Concurrent conditions included urinary frequency and prolapse. Concomitant products included doxycycline, ibuprofen, levonorgestrel (mirena), lorazepam (ativan) and metronidazole (flagyl 250). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), hot flush ("hormonal changes describe: hot flashes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("vaginal infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), uterine prolapse ("other injury(ies) or complications please describe: prolapsed uterus dx w/in 20 months") and genito-pelvic pain/penetration disorder ("vaginal cramping"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and genito-pelvic pain/penetration disorder was resolving and the hot flush, cystitis, vaginal infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and uterine prolapse outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, genito-pelvic pain/penetration disorder, hot flush, nausea, pelvic pain, uterine prolapse, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: to the best of my recollection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Lot number and lab data, concomitant medication and condition added. Events: pelvic pain, hormonal changes describe: hot flashes, infection (bladder/ urinary tract/vaginal) type: bladder & vaginal, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, other injury(ies) or complications please describe: prolapsed uterus dx w/in 20 months, lower abdominal pain, vaginal cramping were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.